Event description:
A physician reported a grade 4 corneal burn was sustained by a patient during the sculpting phase of a cataract procedure. The surgeon reported the settings were changed but was unable to advise on what settings were used for that case. Additional information was requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).